Event description:
Caller indicates that customer's pump says button error. Caller sts when he went to change the battery and once the new battery was inserted, it came up with this error. Button error t/s per dop. Patient's bg is 200. Caller also indicated that he had been hospitalized previously due to dka. Customer had gotten a stomach virus which led to high bgg and dka. Bg at time of admittance was about 500. Nothing further reported.

Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. No moisture damage found on electronics assembly. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response.